Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (lead 1-) wire in the cable connecting the distribution node (dn) to ECG "c". The cable showed signs of physical abuse. The root cause for the open wire was excessive force. Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor - (B)(4) - 03/19/2015. Electrode belt- (B)(4)- 12/16/2014.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2020 at approximately 12:30 am. The patient reportedly was wearing the lifevest and in a hospital at the time of passing. Per clinical review of the patient's continuous ECG recordings starting in the evening on (B)(6), the patient was in sinus bradycardia at 40 bpm with a heart block transitioning to sinus tachycardia at 130 bpm with preventricular contractions (pvcs) degrading to ventricular fibrillation (vf) with electrode lead falloff. The patient received a non-lifevest defibrillation. The patient's rhythm at time of the non-lifevest treatment was vf with electrode lead fall-off, and the patient's post shock rhythm was obscured by electrode lead fall off and CPR/motion artifact. The rhythm then transitions to supraventricular tachycardia (svt) at 170 bpm with pvc's and motion artifact. The rhythm then slows to sinus rhythm at 80 bpm with premature atrial contractions (pacs), pvc's, and motion artifact from approximately 21:54:07 to 22:31:00 on (B)(6). The patient was then seen in sinus rhythm at 75 bpm with frequent pvc's. The rhythm then degrades to ventricular tachycardia (vt) at 230 bpm with motion artifact. The patient then received a 2nd non-lifevest defibrillation. The patient's rhythm at time of the non-lifevest treatment was vt at 230 bpm with tactile artifact. Post shock rhythm was asystole with tactile and CPR artifact. The patient was then seen in sinus rhythm at 80 bpm with pac's and pvc's. The rhythm then slows to sinus bradycardia at 50 bpm with pvc's from approximately 22:33:13 until electrode belt was disconnected at 22:51:59 on (B)(6) 2020. Electrode lead fall off, tactile artifact and CPR/motion artifact prevented the lifevest from treating the patient from approximately 21:54:07 to 22:31:00 and again at 22:31:01. The patient subsequently passed away. There were no deficiencies alleged.